Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01313. Follow-up information revealed the patient underwent surgical intervention where the leads were explanted and replaced. Effective therapy was restored following the procedure and the issue is resolved.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01313. It was reported the patient leads have migrated. As such, the patient will undergo surgical intervention at a later date to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01313.